Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion, and prime tests. The unit had no unexpected error alarms. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was stuck in the motor error alarm loop during bolus and basal delivery. The unit could not perform the after battery change alarm test due to a motor error alarm. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a motor error alarm during basal and bolus and that the device was exposed to a high magnetic field. The insulin pump history also showed an after battery change alarm, an external ram error, and a displayable history check failed on startup error. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.